Event description:
It was reported that one day post implant procedure there was a loss of capture noted in the atrial lead and that the lead had dislodged. The lead was repositioned and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.